Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -12.5 diopter. In the patient's left eye (os) on (B)(6) 2017. One week after the lens was implanted, the lens had some residual vaulting. The pressure was good, so the surgeon augmented the peripheral iridectomies. The vault and patient were fine and the lens remains implanted.